Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. At device check prior to september, the estimated battery longevity was at 60 months however when the patient was seen in clinic this morning, the estimated battery longevity was at 12 months. Data analysis was performed, and boston scientific technical services suspected an anomaly within the right atrial (ra) pace channel of the pacemaker hardware and recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. It was reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. At device check prior to september, the estimated battery longevity was at 60 months however when the patient was seen in clinic this morning, the estimated battery longevity was at 12 months. Data analysis was performed, and boston scientific technical services suspected an anomaly within the right atrial (ra) pace channel of the pacemaker hardware and recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was to returned for analysis.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. At device check prior to september, the estimated battery longevity was at 60 months however when the patient was seen in clinic this morning, the estimated battery longevity was at 12 months. Data analysis was performed, and boston scientific technical services suspected an anomaly within the right atrial (ra) pace channel of the pacemaker hardware and recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. At device check prior to september, the estimated battery longevity was at 60 months however when the patient was seen in clinic this morning, the estimated battery longevity was at 12 months. Data analysis was performed, and boston scientific technical services suspected an anomaly within the right atrial (ra) pace channel of the pacemaker hardware and recommended device replacement. No adverse patient effects were reported. This device remains in-service.